Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a yellow fluid leaking from the back of synchron lx 20 pro clinical systems. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) could not find any leaks on the instrument.